Event description:
It was reported that a patient removed 1 kg more ultrafiltrate than intended during a treatment on a system 1000 hemodialysis device. The patient was administered normal saline. There was no patient injury or medical intervention associated with this incident.